Event description:
It was reported that during a breast biopsy the unit primed correctly; however, after the patient's breast was pierced and in sample mode the system did not have any vacuum. Cannisters, probes and tube sets were changed and the vacuum problem persisted. The customer turned the unit off and reinitialized the probe and still was unsuccessful in getting any vacuum. The case was stopped without any samples bint retrieved. The patient was sent home under normal post biopsy instructions and rescheduled for another day. Device was sent in for repair.